Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The armada 14 referenced is filed under a separate medwatch report number.

Event description:
It was reported that the 300 cm ht command guide wire (gw) and 2.0 mm x 200 mm x 150 cm armada 14 balloon dilatation catheter (bdc) were first used to successfully treat a lesion. Both devices were then advanced to treat a second unspecified lesion in the lower extremity. The bdc was advancing over the guide wire, and reached the lesion; however, would not advance any further on the guide wire due to resistance felt between the bdc and the gw. Removal of the bdc was then attempted but it was stuck on the gw; therefore, both the bdc and gw were then removed as a single unit. The devices were exchanged for another command gw and armada bdc and the procedure was successfully completed. There was no reported clinically significant delay in the procedure. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual, dimensional and functional inspections were performed on the returned device. Difficult to position and remove was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.